Event description:
Physician attempted to treat patient at the left pedal artery using a nanocross balloon. Lesion type was plaque with severe tortuosity, hard stenosis and moderate calcification. Embolic protection was not used. No issues noted during prep. Device did not pass through a previously deployed stent. Resistance was encountered when advancing device. Force was used when crossing the lesion. Balloon was inflated using a syringe. Account reported that device would not deflate at the lesion site. Excessive force was used when withdrawing the device. Physician used a second pta balloon to complete procedure.

Manufacturer narrative:
Evaluation summary: the nanocross device was returned for evaluation in a post-inflated state. Within the balloon, the inner assembly showed bending and coiling of the catheter material. 5 cm from the distal tip a radial tear to the balloon was observed. No kinks were noted to the catheter shaft. The working length of the catheter was approximately 150 cm, which aligns with the product labeling for this unit. A 0.014" guidewire from the lab could not be front or back loaded through the bent/kinked inner assembly of the balloon segment of the catheter. The balloon port on the manifold was connected to an inflation device filled with water. 14 atms (rbp) was applied; however the balloon lumen was obstructed not allowing the water to enter the balloon segment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.